Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (7.5 mg/ml at 3.05 mg/day) and bupivacaine (7.5 mg/ml at 3.05 mg/day) via an implantable infusion pump. The indication for use was spinal pain and other chronic intractable pain in the trunk and limbs. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have an magnetic resonance imaging performed and there were no electromagnetic sources present. No symptoms were reported. The caller was directed to follow up with the healthcare provider (hcp). A pump replacement was scheduled and the pump was noted to be returned for analysis. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer on 2019-apr-08. It was reported that the patient went through "really bad withdrawals" around the time that her pump was replaced in (B)(6) 2018. She stated the pump had started to beep on thursday, (B)(6) 2018. She went to see her hcp on friday, (B)(6) 2018 and she was put on oral dilaudid and she "started withdrawing" that night into the next day, and she went to the emergency room (ER) on (B)(6) 2018. The pump was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump determined identified residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was replaced on (B)(6) 2018 with a new infusion pump. No further information was reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated that the motor stall occurred due to the battery needing replaced. No further information was reported as a result of this event.